Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A tritanium patella revision is scheduled for (B)(6) 2020 at the (B)(6). The patient is a participant of (B)(6) study. The patient presented with an elbow infection that spread to their knee. After x-ray it was noted that the patella appeared to be fractured. The patient previously had a quadriceps tendon repair. There was no report of trauma related to the patella. Further information shall be available after the revision surgery including the explanted patella. Update july 2, 2020: the quadriceps tendon repair was prior to primary tka.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture and infection involving a tritanium patella was reported. The event of periprosthetic fracture was confirmed through clinician review of the provided medical records. The event of infection was not confirmed. Method & results: device evaluation and results: the device was returned for evaluation. Biological material/ tissue is visible on the inferior side of the patella. Materials also visible underneath the biological material , this appears to be a suture. Evaluation of the returned device by material analysis engineer indicated: damage observed on the patella consistent with attempted explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: aquadriceps rupture with repair and secondary extensor mechanism failure and patella fracture was confirmed. The assertion of possible avascular changes of the patella cannot be confirmed without pathology/histology of the removed bone tissue. Obtaining the patella and implant may provide insight into the mechanism of failure. No evidence of a hematogenous infetion was provided. Device history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: aquadriceps rupture with repair and secondary extensor mechanism failure and patella fracture was confirmed. The assertion of possible avascular changes of the patella cannot be confirmed without pathology/histology of the removed bone tissue. Obtaining the patella and implant may provide insight into the mechanism of failure. No evidence of a hematogenous infetion was provided. The patella was returned and review by a material analysis engineer who indicated: damage observed on the patella consistent with attempted explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology/histology reports, are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A tritanium patella revision is scheduled for (B)(6) 2020 at (B)(6). The patient is a participant of a limited market release study. The patient presented with an elbow infection that spread to their knee. After x-ray it was noted that the patella appeared to be fractured. The patient previously had a quadriceps tendon repair. There was no report of trauma related to the patella. Further information shall be available after the revision surgery including the explanted patella. Update july 2, 2020: the quadriceps tendon repair was prior to primary tka.